Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2018-03737. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective stimulation was restored following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-03737. It was reported by the patient's spouse that the patient is not receiving adequate pain relief from the scs system. Multiple reprogramming sessions have not resolved the issue. X-rays confirmed the patient's leads have migrated. As such, the patient will undergo surgical intervention to address the issue.